Event description:
Boston scientific received information that during a scheduled competitor atrial lead revision due to high impedances greater than 3,000 ohms and loss of capture; this cardiac resynchronization therapy defibrillator (crt-d) revealed an open ring setscrew. After tightening the setscrew; all measurements were within normal ranges. The procedure was successfully completed and all products remain implanted. No additional adverse patient effects reported.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.